Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead dislodged postoperatively. An increase in thresholds was also noted. The lead was reprogrammed and then revised and remains in use. No patient complications have been reported as a result of this event.